Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.2mm vticm5_13.2, -8.5/+3.0/103 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2020. The surgeon reports postop ucva of 20/50. On (B)(6) 2020 the lens was exchanged with a different model, sphere, and axis lens and the problem was resolved. The cause of the event is reported as user error, the wrong power lens was chosen.